Event description:
A patient reported their surestep meter read a blood sugar level of 87 mg/dl while a laboratory result showed a blood surgar level of 187 mg/dl. The two readings were obtained 45 minutes apart. Control solution test was within range. Pt did not report any symptoms. Lfs rep range. Pt did not report any symptoms. Lfs rep reviewed importance of using control solution and cleaning the meter. No allegations of harm have been made.